Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on from (B)(6) 2017. The customer's blood glucose was 30 mmol/l at the time of admission. The customer reported that the outcome of hospitalization was high blood glucose per health care professional. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump at the time of event. The customer was treated with IV at the hospital. It was reported that the hospital removed the insulin pump from the customer. The customer reported that high blood glucose began on (B)(6) 2017, she gave herself bolus and started to feel ill and was hospitalized. The customer reported that the blood glucose was 12.2 mmo/l at the time of call. The customer reported when she removed the infusion set, she noticed that the cannula was bent and the insulin pump did not alarm no delivery. Troubleshooting was performed for high pressure test and the insulin pump alarmed no delivery. Product is not expected to return. Additional device related incidents: infusion set ((B)(4)) related to the case number (B)(4).